Event description:
Customer called to report the insulin pump had a blank display. Troubleshooting was performed. No anomalies were noted. The display returned after the customer inserted a new battery during the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).